Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6).the rf generator cancelled operation due to uneven heating of probe element. Investation of the return closurefast catheter on (B)(6) 2014, the fep did not show deformation, however a slice was observed under microscope about 3-4cm from the distal tip.